Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(6). Initial reporter is synthes affiliate. Subject device has been received and is currently in the evaluation process. (B)(4) no code available used to capture no patient involvement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during inspection of the devices, it was noted the threaded portion of the inserter/extractor for tibial and humeral nails is jammed. No patient involvement was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 356.490 lot no.: 5926677 manufacturing location: salzburg release to warehouse date: 11.mar.2014 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The visual inspection of the returned inserter/extractor for utn/ctn and uhn has shown against to the complaint description, the instrument is not broken but on the treaded tip side deformed. Strongly hammering blows on the surface of the treaded tip section are visible. These damages are the result that the instrument is not possible to connected to the connecting screw or the aiming arm. Additionally, the whole instrument is in used condition / wear and tear marks. The review of the production history revealed that this instrument was manufactured in march 2014 according to the specifications. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. We can only assume that too much mechanical force and improper handling had been applied during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.